Event description:
It was reported that during a single pacemaker generator change, the physician noticed the rv lead insulation was breached. The lead was then capped and replaced. The patient was stable.